Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-00194, 1627487-2020-00430. It was reported the patient experienced ineffective stimulation. Surgical intervention took place wherein the system was explanted.

Manufacturer narrative:
(B)(4). The reported ineffective stimulation was confirmed. The lead was returned cut in 2 pieces as a consequence of the explant procedure. As received, 31cm of the lead body was twisted in a corkscrew fashion. Microscopic inspection showed all the internal wires were broken in the lead body. This would have contributed to the patient¿s ineffective therapy. The cause of the broken wires is consistent with the lead being subjected to overstress while in vivo.

Event description:
Analysis of the lead found a lead fracture in one of the leads was identified to cause the ineffective stimulation; however it is unknown which lead had the fracture.